Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were not able to get their stimulation to work right. Patient stated the controller was all charged up but it was not working. Patient service asked patient to unlock the controller and patient said the screen was completely locked down and not working at all. During the call patient service walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Patient put the battery back. Patient then unlocked their controller and confirmed they were in group c and their settings were on but they are still unable to feel their stim. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; product ID: 97715 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.